Event description:
The facility representative reported a flogard infusion pump that did not work. Upon further investigation, the reported condition was confirmed as a failure code 38. It is unknown in which care area or the process step that this event occurred. There was no patient involvement, injury, or medical intervention related to the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed as a failure code 38. The force sensing resistors (fsrs) were damaged and replaced to resolve the reported condition.

Manufacturer narrative:
(B)(4).